Manufacturer narrative:
Product event summary #the pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported low flow event was confirmed through the log file analysis which revealed a decrease in power consumption starting on (B)(6) 2017 to parameters below the normal operating range. Multiple low flow alarms have been logged starting (B)(6) 2017 and 1 high watt alarm was logged on (B)(6) 2017. A report provided by the site indicated that the patient was initially treated with lysis which resulted in increased flow and pulsatility. However, the flow dropped again on (B)(6) 2017; an angio-CT revealed obstruction in the outflow graft. Stenting the outflow graft led to normalization of the pump parameters. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on available information, the most likely root cause of the low flows may be attributed to occlusion caused by thrombus formation at the inflow cannula/outflow graft. It is likely that this thrombus got ingested into the pump further triggering the high watt alarm. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported from bfarm that on (B)(4) 2017 that on (B)(6) 2017 that there were low flow alarms that were triggered. It was stated that the retrospective data analysis showed a sudden drop in the flow with reduced pulsatility with the opening of the aortic. It was stated that a third harmony could not be measured. It was stated that an influx thrombosis was adopted. It was further stated that a backwash maneuver was not successful. By a subsequent lysis, flow and pulsatility were significantly increased, but not to the original level. It was stated that 8 hours later, a significantly lower flow came again, the cause of which was stated to be and obstruction. An angiography computed tomography (CT) showed an obstruction of the out-flow graft which was about 5cm before the aortic anastomosis, which was supplied with stents. No further patient complications have been reported as a result of this event.